Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted for use in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. It was reported that the aneurysm neck had anterior angulation and there was moderate tortuosity in the iliac arteries. It was reported that, after two stent rings were deployed, the bifurcated stent graft slipped down into the aneurysm sac. The physician recaptured the stent graft with the 22 french sheath, and both were removed from the patient. An aortic cuff was deployed, but it was reported that the physician did not like the way it was positioned and did not want to add additional cuffs; therefore, the decision was made to convert the patient to open surgical repair. It was reported that the patient tolerated the procedure well. No clinical sequelae were reported and the patient is reported to be fine.